Event description:
It was reported that during a thyroid procedure the har9f lost power. Had to take out a new instrument. The hpblue was connected with the key designated for it and they heard the click. The generator is new and the hpblue was tested and had about half it´s lifetime left. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 11/2/2023. D4 batch #: n91t76. Additional information was obtained: it turned out that they did not have the har9f left to send in and it looks like it might have been the handpice hpblue instead. I tested both their handpices with a test tip and at first test they both got normal function outcome. Then I connected them to my demo instrument and both handpices showed normal values. When I then tested them with the test tip one of them triggered the gen11 "message exchange the handpice". According to the or nurse - it was the same handpice that was on the har9f when it lost it´s power. It has 68 times left according to the test. Lot: n91t76 016. The other one was ok. The handpice to exhange is ready to send in for testing. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument, and found functional. The handpiece was disassembled to verify the condition of the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality.